Event description:
The patient had reported to the hcp that she had undergone previous MRI examinations without any problems. The hcp contacted the manufacturer and it was thought the MRI could be done safely. A manufacturer representative arrived at the facility to assist and turned off/zeroed the patient's neurostimulators. The representative stayed at the facility to monitor the patient during the MRI scan (1.5 tesla). As the patient's head was moved into the scanner so that the bottom of the scan was about chin level, the patient complained of an electric-like sensation between the battery packs during the MRI. The MRI scan was immediately stopped by the nurse practitioner, and the patient was removed from the scanner. The neurostimulator was turned back on after the MRI and everything seemed fine. This event resulted in an extended hospital stay; the patient underwent a cardiology work-up. Initially an EKG revealed depressed t waves. A stress echo was normal. The patient had decreased left ventricular function.

Manufacturer narrative:
.